Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, smoker, periodontal disease, immediate implantation, undersized implant bed, inadequate bone quality/quantity, mobility